Event description:
Boston scientific crm received info that this pt was admitted to the emergency dept (ed) with heart rates (hr) in the 20's and clearly observed lose of capture (loc) noted. The pt did not lose consciousness and hr's eventually stabilized in the 60's. The pt still felt ill and was not ambulatory, she was admitted to the hospital.